Manufacturer narrative:
Exact date unknown, procedure occurred ten days from the patients report date.

Event description:
It was reported that the patient had a procedure, however, it was unknown if it was device related. No further information could be obtained despite good faith efforts.